Manufacturer narrative:
Investigation ¿ evaluation: a 74-year-old male patient who had been diagnosed with an abdominal aortic aneurysm (aaa) underwent a previous endovascular aortic repair (evar) on an unknown date. A follow up computed tomography (CT) angiography scan was completed, and relining of the existing grafts was required. The following cook devices were implanted in the patient on an unknown date: aaa-body-inverted-leg, custom made device (g32596, lot ae84715), zenith alpha aaa endovascular graft iliac leg (rpn: zisl-13-77, lot 14587879), zenith alpha aaa endovascular graft iliac leg (rpn: zisl-13-110, lot 14435588). On 12feb2023 cook was made aware of a suspected type 3 endoleak and a limb occlusion (rpn: zisl-13-77, lot number: 14587879 or rpn: zisl-13-110, lot number: 14435588). During the imaging review for the limb occlusion, it was discovered that the patient also had an occluded cook zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-16-zt, lot unknown). It is unknown when this device was placed. At the time of this report, no reintervention has been completed. The patient was reported to be asymptomatic and is undergoing chemotherapy. Therefore, the surgeon has decided to monitor the patient. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. A postoperative CT (computed tomography) dated (B)(6) 2023 was provided for review. The reviewer noted a zsle-20-56-zt on the contralateral left side, plus an additional component used on the right side - making it challenging to identify gold markers with accuracy. By measurement it also appears a zisl-13-110 was used on the right side (although not listed on graft plan this way); this needs confirmed. The reviewer summarized in stating while measuring the proximal gold marker on the internal contralateral leg, the reviewer measured the proximal edge of the zisl component on the left side to land 2.7mm below this gold marker. On the right side, the reviewer measured the zisl component to land approximately 6.8mm below this gold marker. The reviewer stated the custom device provided is not intended to have zisl components align at the bifurcation (like a zimb IFU). This is because the diameter at the bifurcation is larger than 12mm and hence the top end of the contralateral zisl does not have wall apposition with the device. There is lack of contrast enhancement throughout the right common iliac artery limb indicating occlusion. Thrombus was also noted on the left side. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev34¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysms, size and/or persistent endoleak or migration may lead to aneurysm rupture patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up: zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death arterial or venous thrombosis and/or pseudoaneurysm endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion graft or native vessel occlusion renal complications and subsequent attendant problems (e.g., dehiscence, infection) vessel damage. 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy, co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity), patient¿s suitability for open surgical repair, patient¿s anatomical suitability for endovascular repair, the risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg, patient¿s ability to tolerate general, regional or local anesthesia, iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath, zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall), freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Based on the information provided, expert review of medical imaging provided by the facility, and the results of our investigation, a definitive cause could not be established; however, a likely contributing factor is patient condition. The site stated the patient is currently undergoing chemotherapy. The image reviewer noted lack of contrast enhancement throughout the right side. The IFU states in section 4.2 patient selection, treatment and follow-up; ¿patients with a poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A 74-year-old male patient who had been diagnosed with an abdominal aortic aneurysm (aaa) underwent a previous endovascular aortic repair (evar) on an unknown date. A follow up computed tomography (CT) angiography scan was completed, and relining of the existing grafts was required. The following cook devices were implanted in the patient on an unknown date: aaa-body-inverted-leg, custom made device ((B)(6), lot ae84715) zenith alpha aaa endovascular graft iliac leg (rpn: zisl-13-77, lot 14587879) zenith alpha aaa endovascular graft iliac leg (rpn: zisl-13-110, lot 14435588) on 12feb2023 cook was made aware of a suspected type 3 endoleak and a limb occlusion (rpn: zisl-13-77, lot number: 14587879 or rpn: zisl-13-110, lot number: 14435588). During the imaging review for the limb occlusion, it was discovered that the patient also had an occluded cook zenith flex with spiral-z technology aaa endovascular graft iliac leg, (rpn: zsle-16-zt, lot unknown). It is unknown when this device was placed. At the time of this report, no reintervention has been completed. The patient was reported to be asymptomatic and is undergoing chemotherapy. Therefore, the surgeon has decided to monitor the patient.